Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
It was reported that the insulin pump was exposed moisture. Customer blood glucose level was 86 mg/dl. Customer also stated that the insulin pump was vibrating without an alert. The device will be returned for analysis.